Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance the resulted in a lead safety switch (lss) approximately 4 years ago. The lead exhibited noisy signals as a result. At the generator change, the lead exhibited high out of range pacing impedance and loss of capture (loc) with high capture thresholds with bipolar programming when connected to the new device. However, the lead exhibited within range pacing impedance and capture thresholds with unipolar programming. The physician opted to not replace the lead. The plan is to monitor the lead. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The serial number was requested from the field representative. The field representative indicated that the physician did not think it was appropriate to attempt to get the serial number off the lead during the generator change due to the case complexity and the patient being pace dependent.